Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00020. This second MDR is being submitted for the second suspect product, also a device MFR by collagen corp. This separate distinct number is provided per the FDA"s request for traceability purposes. A physician reported a pt who on 1 july 1999, a pt was skin tested with negative results. In 1999, the pt was treated with two formulations of product in the nasolabial folds. The pt was asymptomatic for approximately 5 months. On 4 feb 2000, the pt presented wth two draining sterile abscesses at the right nasolabial fold and several granulomas in the left nasolabial fold. The physician expressed white matter from the absecesses and injected them with intralesional kenalog. On 4 feb 2000, the physician prescribed zithromax for 5 days and prednisone for 1 week. When the pt returned on 12 feb 2000, the sites looked "95% better." The physician planned to continue to follow the pt.